Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion, sion blue. Guide catheter: hyperion. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 100% stenosed, mildly tortuous, and heavily calcified concentric lesion in the distal right coronary artery. Resistance with the lesion was felt when advancing a 1.50x6mm mini trek balloon dilatation catheter (bdc) and the balloon ruptured during the first inflation at 8 atmospheres. The bdc was replaced with another semi-compliant balloon to inflate. The procedure was successfully completed without further treatment. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.